Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 407652 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that by the patient that the device lasted 20 months which was shorter than expected. Also, the left ventricular (lv) lead had a high threshold. The device was explanted and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.